Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
The product performance information received could not be translated, so analysis was not possible.

Event description:
It was reported that a patient was admitted to the emergency room due to intermittent non capture on the right atrial lead. The device has been reprogrammed, and the lead remains in use. The patient is a participant in the minerva study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.